Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All of the buttons functioned properly and no keypad anomaly was noted. However, the insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The functional tests could not be completed due to the constant motor error alarm. The insulin pump was received with a cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported that the insulin pump returned a motor error alarm during bolus. Blood glucose level was 205.2 mg/dl at the time of the call. No further information was provided.